Manufacturer narrative:
(B)(4). It was indicated that the device was available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 5 of 6. The registered nurse (rn) stated there were no obvious reasons for the alarm and there was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the rn to end therapy and contact the peritoneal dialysis nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.